Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info has been requested. This report was mailed to FDA on: 02/11/2009.

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the majority of pts were experiencing a shadow in the temporal field. Add'l info has been requested.